Manufacturer narrative:
(B)(6)

Event description:
Philips received a complaint on the heartstart mrx device indicating that the therapy delivery test failed.

Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely. It was confirmed that the therapy delivery test failed. The root cause could not be determined. Philips has discontinued its after-sales service and is no longer providing the corresponding accessories. The device remains at the customer site and no further evaluation is warranted at this time.